Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed communication errors which required a system reboot in order to completed the cases. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.